Event description:
Per the clinic, the patient's implant is exposed. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site (date not reported). Subsequently, the patient was treated with oral, IV and topical antibiotics (specific date and duration not reported). The patient underwent a skin revision surgery under general anesthesia (date not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on september 07, 2022.